Event description:
It was further reported that "things have progressed well and the patient has been discharged".

Event description:
Same case as MDR ID#2134265-2011-03696, 2134265-2011-03793, 2134265-2011-03829. It was reported that during a percutaneous coronary intervention (pci) procedure a dissection occurred. The >80% stenosis, possibly 90% stenosed, ostial target lesion was located in the severely calcified and mildly tortuous proximal left circumflex (lcx) artery. Intravascular ultrasound (ivus) of the lcx was performed with an f/g, atlantis, sr pro catheter that was advanced over a pt 2 guide wire. At an unknown time, this catheter lost image. The physician then decided to ivus the left anterior descending (lad) artery to see if the previously noted lesion involved the lad and left main (lm) arteries. During advancement, the physician encountered difficulties advancing the ivus catheter. An image was taken and a spiral dissection was noted in the distal lad. Thrombus began to form. Attempts to aspirate the thrombus were unsuccessful. The lcx was reaccessed with another pt2 guide wire. Another f/g, atlantis, sr pro was advanced in the lcx, but lost image. A veriflex (mr) us 16mm 4.00 was implanted in the lcx. A maverick 2 monorail 20mm x 3.0mm balloon catheter was used to dilate the lad. While the balloon performed as intended, the lesion was unsuccessfully dilated. The patient's condition deteriorated necessitating CPR to be performed. The patient was intubated, given "numerous drugs". After 1-2 hours, the patient was stable enough to be transported to the ICU on life support.

Manufacturer narrative:
Device evaluated by MFR: the unit was not returned; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).